Event description:
Olympus received additional information from the customer on (B)(6) 2021. The event took place during a diagnostic colonoscopy on approximately (B)(6) 2021. The procedure was completed with the same device and without any delay. The device was inspected before use with no anomalies noted, connections were secure. There were no error messages, alarms or alert tones associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: b3, b5, e2, e3, g3, g6, h2, h4, h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely the main circuit board had deteriorated due to repeated use for a long period of time and caused a temporary malfunction.

Manufacturer narrative:
Additional information is not yet available for this event. Event date is not known. The device has been returned and a device evaluation completed for it. Manufacture date is not known. The user¿s complaint was not confirmed. Upon inspection and testing, the device was found to function properly according to the technical guide. Image is displayed correctly without noise and distortion. The device was tested with 180 and 190 model scopes and test scope socket, the device passed functional inspection. Cosmetic wear and tear was observed on the device, front panel is broken (bottom of scope socket area). Device has an updated switch.

Event description:
As reported for this event, during an unknown diagnostic procedure, the device image had flickering. The image also had a dark tinge. The device would not adjust the light properly. The bulb, with life at 300 hours, was changed, but there was no difference to the image quality. There is no reported harm or adverse impact to the patient.